Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful due to difficulty extending the helix. The lead was never in service and new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended, and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The lead was placed in an ultra-sonic cleaner for a period of time. Subsequently, the helix mechanism was confirmed to be fully functional/still could not be extended/retracted. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted but unsuccessful due to difficulty extending the helix. The lead was never in service and a new lead was placed. No adverse patient effects were reported.